Manufacturer narrative:
Ae assessor called and spoke to the patient for further investigation and the patient reported 2 fall off's. The patient stated that both events happened the beginning of june but exact dates are not known. The patient noticed a bg 477 she wanted to give herself more clicks she looked and saw that the v-go had fallen off but does not know exactly when it fell off or where it was. The v-go was not in her clothes. She had been at a md appointment that day and thinks that it may have fallen off in the md office but she never found it. The second device that fell off the patient went to eat and when she went to do her mealtime clicks she noticed that the v-go had fallen off it had been placed on her abdomen and was covered by a full figure bra.

Event description:
Patient called to report that her vgo device is not staying attached to the body. Patient stated that she noticed the vgo had fallen off after checking her blood sugar readings and testing over 400. The ae assessor followed up with the patient and the patient stated that she noticed that the v-go had fallen off her abdomen on two different days however the patient wears a full size bra that covers her from the top of her breasts to her waist.